Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. The implantable cardioverter defibrillator exhibited radiofrequency telemetry failure. A firmware download was performed and other programming changes were made. The patient was in stable condition.